Event description:
It was reported that the patient experienced shocks. The patient decreased stimulation and the shocks resolved, but therapy was less effective at a lower level. The reporter believed the patient had poor education. It was stated that the patient felt stimulation in the vaginal lip in the form of pressure. Also, it was stated that stimulation was up too high, it felt like the patient was having a baby. It was noted that the patient had a follow up appointment and the manufacturer representative was not present. The healthcare provider (hcp) decided to switch from program 1 to program 2. The hcp was to have the manufacturer representative contact the patient. The patient had a follow up appointment scheduled for (B)(6) 2013.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va09ban, implanted: (B)(6) 2013, product type lead. (B)(4).